Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to a extracorporeal membrane oxygenation (ECMO) interventional procedure. Reportedly, after the knot was tied and cut, it was found that no suture remained in the vessel. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f, and the ECMO procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.